Manufacturer narrative:
The customer refused a service visit, stating they determined the reagent was prepared incorrectly. Later, the person who made the original call to the manufacturer said she did not recall whether or not they determined the reagent was prepared incorrectly. She said the next shift performed daily maintenance on the analyzer; after that the reagent pack in question was in use for another three days, and there were no more problems with flagged results. Based on the available information, possible causes include foam on the reagent surface, incorrect calibrator concentration, incorrect placement of the calibrator, or an improper check value set in the system. Based on the information that the issue did not recur after maintenance was performed a general reagent issue is unlikely.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they were receiving sporadic low patient results from (B)(6) 2016 for astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation reagent (ast on this analyzer when compared to their other analyzer. She stated most samples had been flagged however one of the samples was not flagged and was reported outside of the lab. The initial ast was 6 u/l; the repeat result was 22 u/l. The initial result was reported outside the laboratory, and a corrected report was made. The patient was not adversely affected. Only ast was exhibiting this behavior. The customer had performed monthly maintenance on the analyzer on (B)(6) 2016, including changing the cells and lamp and cleaning the reaction bath. The customer had changed reagent lots on (B)(6) 2016. The reagent pack on this analyzer failed 3 of the first 4 calibration attempts. The same reagent lot on their other analyzer has had no calibration or patient sample issues. The customer was asked to clean the incubation bath and look for debris. The ast reagent lot number was 14867301 with an expiration date of 08/31/2017.